Event description:
It was reported that a male patient with a liver condition experienced a lower gi bleed. A colonoscopy was performed and a rectal ulcer was observed at the approximate level of the retention cuff. Cauterization was performed and a blood transfusion was administered.

Manufacturer narrative:
No additional information was provided. It was reported by the user facility that the patient had an actiflo indwelling bowel catheter inserted from (B)(6), 2010. However, it was noted that the patient experienced several expulsions of the catheter from (B)(6), 2010, so a second catheter was inserted on (B)(6) and used through the time of the incident on (B)(6), 2010. The instructions for use indicate that if expulsion frequency is excessive, consider discontinuing use of product.